Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative and postoperative diagnosis was grade 2 type 2 urinary stress incontinence with a grade 3 cystocele and grade 3 rectocele. ­­­­­­­­­the procedure performed was excision of vaginal mesh with urethrolysis and influence transvaginal sling utilized tissue matrix, a pelvic floor reconstruction utilized tissue matrix and posterior pinnacle sacrospinous vault suspension with perineorrhaphy. Concomitant: in fast kit and pinnacle sling.